Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: cp0001573 - ppk brng sz h rt 13/15mm thk ¿ 603370, 42-5580-005-02 - psn pk cmt fem rm sz 5 - 63756124. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown, unknown bearing, unknown femoral component. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial knee arthroplasty on an unknown date. Subsequently the patient is being considered for a revision due to loosening. Attempts have been made and no further information has been provided.